Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient was shaking uncontrollably when they woke up at 5:30 am. They were charging the device with the recharger over the ins. They then could connect to the 'my therapy' and discovered the therapy was off. They turned the therapy back on, and it worked. The battery was at 30% and never below 20%. The last time the patient recharged was about a week ago. The caller said they have been charging the stimulator battery to 100% when charging. The agent reviewed with the caller to check the battery status of the stimulator before the recharge session. Reviewed stimulator battery will automatically turn off if battery level gets too depleted. The caller was redirected to their healthcare provider to address the issue further and have the device checked. The patient's representative also mentioned when they were trying to figure out why the patient was shaking, they were reading some stuff that electromagnetic fields might interfere with their therapy. The patient was at home all day yesterday. The only thing they could think of was the house's wi-fi system. They don't think that should have caused the issue. The agent reviewed normal emi and was not likely to turn the therapy off. Additional information was received that the agent reviewed the information with the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of therapy turning off wasn¿t determined. The current belief was the patient¿s implanted device was allowed to reach 0%. The patient was instructed to charge their neurostimulator after which they were able to turn stimulation back on and restore therapy. Following this the symptoms resolved.